Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was critical override and not detected on device. A technical support specialist performed full sync to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was on critical override. The customer reported that the user was able to remove the medication from another station and there were no pro long delays in patient care workflow. There were no adverse events or injuries reported based on this event